Event description:
It was reported that non-sustained lead noise episodes were observed due to far-field p-wave oversensing on the near field channel. Mis match between the far field and the near field channel resulted in non-sustained lead noise. Programming change was recommended.